Manufacturer narrative:
Product evaluation details: the returned device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter wherein ¿char¿, ¿coagulum¿ and ¿occlusion/no irrigation¿ issues occurred. There were no patient consequences. During the procedure, upon removal of the thermocool® smart touch® sf bi-directional navigation catheter from the patient¿s body, char was observed on the tip of the catheter. On (B)(6) 2018, additional information was received indicating coagulum was also found on the tip of the catheter. The thermocool® smart touch® sf bi-directional navigation catheter tip was cleaned off and then found that it was not irrigating. Patient has not exhibited any neurological signs or symptoms since the procedure. The generator was set on power control mode with default cut-off parameters (unspecified). Generator settings included power at 50 watts and temperature in the low 30s. No temperature issues were reported. System did not present any error messages. Patient received anticoagulant with an activated clotting time (act) target of 350 seconds. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a , nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. The occlusion/no irrigation issue is no MDR reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The issue of coagulum is an MDR reportable issue. As such, the awareness date of the reportable event is (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was noticed that a correction was required to section. Event description of the initial 3500a MDR. The following statement should be corrected from: "char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a , nor is it necessarily the result of a device malfunction." And it should be changed to "char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction." (B)(4).